Manufacturer narrative:
(B) (4). Follow-up report will be filed if additional information becomes available.

Event description:
It was reported by the clinician that the catheter was being placed in the patient's femoral vein when the spring wire guide (swg) began to unravel during removal. The swg was removed intact. However, a small tear to the patient's femoral vein occurred at the insertion site; pressure was applied and a suture was added. The catheter remained in place and was used successfully. There were no patient complications reported.